Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient's distal locking screw broke before 4 months allowing nail dynamization (nail removal) and healing by 5.5 months. This information was identified during a literature review in the following article: collinge, c., et al. (2010). "Cephalomedullary screws as the standard proximal locking screws for nailing femoral shaft fractures." Journal of orthopaedic trauma 24(12): 717-722.

Manufacturer narrative:
The associated complaint device was not returned for evaluation.